Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, there was oversensing due to non-physiologic signals/sic (sensing integrity counter) and the criteria for the right ventricular lead integrity alert was met. It was noted there were (B)(4) non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from (B)(6) 2016 to (B)(6) 2016, (B)(4) ventricular sics since the last session 6.8 days ago and the rv pace impedance was steady at approximately 440 ohms through (B)(6) 2016, then spiked out of range on (B)(6) 2016. The lead failure predictor triggered on (B)(6) 2016 for ventricular sics and non-sustained tachycardia.

Event description:
It was reported that a lead integrity alert (lia) was triggered due to a high sensing integrity counter (sic) count and impedance peaks observed on the right ventricular (rv) lead. A fracture of the rv lead was confirmed by the electrogram (egm). The defibrillation coils of the rv lead remain in use and a new lead was implanted. No patient complications have been reported as a result of this event.